Manufacturer narrative:
Device discarded and identifier was not available. Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c.® granufoam¿ dressing was placed in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. Device labeling, available in print and online, states: dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c.® whitefoam¿ dressings or nonadherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients.

Event description:
On 02-jul-2020, kci received operative notes from the hospital that noted the following: on (B)(6) 2020, the patient underwent surgery for infected abdominal seroma and v.a.c.® therapy was placed. On 08-jul-2020, kci received progress notes from the patient's home health that noted the following: on (B)(6) 2020, the nurse soaked the abdominal cavity with normal saline and successfully removed one v.a.c.® dressing from wound. The nurse was unable to remove a second foreign material alleged to be v.a.c.® dressing from the abdominal wound. The nurse contacted the surgeon, who instructed to use gauze to soak up normal saline and exudate and place a new v.a.c.® dressing on top of the foreign material that could not be removed. V.a.c.® therapy was reapplied. On (B)(6) 2020, the nurse attempted to change the v.a.c.® dressing but was unable to remove the bottom sponge and exact measurements could not be obtained. Patient's family member stated the patient was being taken to the hospital to remove foreign material. On 10-jul-2020, the following information was reported to kci by the patient: on (B)(6) 2020, the patient underwent an outpatient procedure to remove a foreign material alleged to be v.a.c.® granufoam¿ dressing from the abdominal wall. V.a.c.® therapy was reapplied. On 17-jul-2020, the following information was reported to kci by the patient's case manager: the v.a.c.® dressing placed by the surgeon allegedly grew into the patient's skin. On 07-aug-2020, the following information was reported to kci by the home health nurse: on (B)(6) 2020, the patient was advised to go to the emergency room to remove the foreign material. Removal was unsuccessful and the patient was scheduled to have the foreign material removed on (B)(6) 2020. On (B)(6) 2020, the foreign material alleged to be v.a.c.® granufoam¿ dressing was surgically removed. On (B)(6) 2020, v.a.c.® therapy was reapplied without any subsequent issues. The v.a.c.® granufoam¿ dressing lot number was not provided and the product was not returned; therefore, a device history review and a device evaluation could not be performed.